Event description:
Per biomed, the image and virtual buttons are freezing intermittently for a while.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image and virtual buttons are freezing intermittently for a while was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The 20mm gt probe was also found to be in good condition. Let the scanner run powered on over the weekend (started friday) and it did not freeze (monday morning). The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to the customer. A history review of serial number dycvac533 showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the image and virtual buttons are freezing intermittently for a while.